Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. A new device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Date sent: 04/07/2009. Info anticipated, but unavailable at this time.